Event description:
Medical staff reported right side device removal due to "anatomic pathological macrobiopsy of a lump from the upper right breast showed proliferation of lymphoma with diffuse large b-cell cd30+ alk-." "The morphological and immunohistochemical characteristics are in favor of a lagc cd30+ alk-." Event was additionally treated with "j1c1bendamustine palliative." Additional report of "death of the pt due to the evolution of the disease."

Manufacturer narrative:
(B)(4). Device labeling: undergoing any type of surgical procedure involves risks such as the effects of anesthesia, infection, swelling, redness, bleeding, pain, and even death. Some of these risks are serious, and all of these risks need to be balanced against the benefits of the surgery. Women with breast implants may have a very small, but increased risk of developing anaplastic large cell lymphoma, or alcl, in the scar tissue and fluid adjacent to the implant. Alcl is not breast cancer - it is a rare type of non-hodgkin's lymphoma (cancer of the immune system). Alcl has been reported globally in pts with an implant history that includes allergan's and other manufacturers' breast implants. Most pts were diagnosed when they sough medical treatment for implant-related symptoms such as pain, lumps, swelling, or asymmetry that developed after their initial surgical sites were fully healed. In the cases reported, alcl was typically diagnosed years after the implant surgery. One reconstruction pt in the pivotal study was reported with alcl through 10 years.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).